Event description:
It was reported by the rep that the (3) tct75 were used during a colon resection procedure. It was reported that when the scrub technician took the first device out of the package it looked like it had already been fired. The other (2) devices locked out. The surgeon did not want a reload, he wanted a new device. The case was completed with a fourth device. There was no pt consequence.